Event description:
It was reported that the customer had an a47, a17 and weak battery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states a temp basal was not programmed before the a47 alarm. The customer states the insulin pump was stored without a battery. The insulin pump is not in the spanish language and confirmed alarm did not occur during normal use. The customer was advised that the insulin pump may give an a47 alarm if without battery for an extended period of time. The customer was advised that insulin pump need to replaced based on error table. The customer was advised to discontinue use of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.